Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.

Event description:
The event is reported as: a torn pouch was found during incoming inspection. No report of a patient injury.